Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was not confirmed based on the field evaluation. The fse was unable to reproduce the reported problem. The system was operating normally. The fse presumed that the cause of the problem was due to a defective monopolar cable. The system was tested and verified as ready for use. No image or procedure video was provided for review. A log review confirmed the procedure date of on (B)(6) 2022 on system sk3229. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the electrosurgical generator unit (esu) was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a third-party esu. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the viodv integrated electrosurgical unit (iesu) had a "?" With monopolar connection. The customer replaced the monopolar cable, monopolar instrument, and performed a power cycle of the viodv generator, and changed to another port connection, but the issue persisted. An intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted for troubleshooting assistance. The tse advised the customer to check the cable connection and fire by external generator. The customer prepared a force triad generator to continue. There was no issue reported with the external generator. The procedure was continuing with no reported injury. Isi followed up with the medical engineer and obtained the following additional information: the system functionality was checked upon powering on the system. The generator initially powered on without errors. The procedure completed robotically with the force triad generator.